Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 910mg/dl. The customer declined to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.